Event description:
The customer reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading at time of call was 147 mg/dl. Troubleshooting was performed. Ran a displacement test and the test failed. Assisted the customer to rewind/prime, but the customer stated that the fixed prime was not delivered. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.